Manufacturer narrative:
The t:flex user guide states: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 265 mg/dl and a bolus was to be delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. Reportedly, the customer used humalog in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hours with the cartridge. The customer acknowledged the information.